Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented via remote transmission. Upon review, the pacemaker exhibited undersensing. Programming changes were discussed but not made. The patient experienced no adverse consequences.